Event description:
I had breast implants allergan natrelle textured placed in my body 6 years ago and have been suffering health issues ever since. From rashes around the incisions to between and under my breasts, gastritis, ears ringing, joint pain, fatigue, brain fog, vision issues, heart palpitations, itchy eyes and itchy ears, pain in shoulders and back, no sex drive, constant sore throat, vertigo, joint pain, thrush, severely sore feet and the list goes on. I have had my implants removed 7 weeks ago and many symptoms have improved or disappeared. Breast implants are dangerous and women should be warned. Chronic inflammation in both capsules was found. FDA safety report ID# (B)(4).